Event description:
On may 31, 2006, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was powering off during. The medical affairs specialist mailed a letter to the patient on june 5, 2006 , since her telephone number was not listed. It is not known exactly when the alleged power issue started on the meter. On may 23, or 24, 2006, the patient became "comatose" and was admitted to a hospital around 12:00 pm. In the hospital, the patient obtained a blood glucose reading jof "79 mg.dl" using and unidentified hospital device. The patient received IV treatment composed of d50. It would have been helpful to know the following information: when did the alleged power issue start, did the patient develop any symptoms of high/low blood glucose prior to becoming comatose, and did the patient attempt to test on the day of the event. In addition, it would have been helpful to know the patient's medications/treatment regimen, if the patient followed the regimen during the time of concern, if the patient used a backup meter, if the patient stopped using the meter due to the issue, and what other blood glucose readings were obtained on the day of the event. This complaint is being reported due to the following conclusion: the patient's meter was powering off during use. She was unable to get a blood glucose reading on the reported meter. The patient suffered an episode of becoming comatose and was hospitalized. The patient received a result of "79" from the hospital and received medical treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.